Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunctioned, they stated that the device remained activated after releasing button, the jaws of device turned bright red and started to smoke. This happened towards end of case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 25148061, 25147681 and 25147427 ; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot numbers. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunctioned, they stated that the device remained activated after releasing button, the jaws of device turned bright red and started to smoke. This happened towards end of case. The hospital did not report any patient effects.